Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two internal insulation abrasions at 10.9 cm to 12.6 cm and 19.9 cm to 20.8 cm from the distal tip and an external insulation abrasion noted at 38.8 cm to 39.2 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.